Event description:
It was reported that during a lap super cervical hysterectomy procedure the dr perceived the device was not coagulating. The power level was changed to try to achieve good coagulating. The case was completed with all original components and without any pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.